Manufacturer narrative:
(B)(4). Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not seen coming out of the infusion set tubing for multiple infusion sets. Reportedly, the customer changed the supplies. Additionally, it was reported that there were air bubbles throughout the tubing. The customer's blood glucose level was 138 mg/dl. The customer stated that for one of the infusion sets that was used, insulin leaked from the luer lock because the luer lock connection was not properly secured.